Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. Reportedly, the audio settings were correct and the vibratory feature was operational. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged auditory issue was verified in the evaluation. The battery cap was not returned and a test cap was used. The pump powered up to the display with vibratory feature only. No tactile issues were found with the buttons. The audio settings were at ¿normal¿ on the returned pump. The sound mechanism was tested and found to be out of specifications. Intermittent failure also occurred at 45 seconds after the piezo assembly was activated. A cracked solder join was found on the piezo assembly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.